Event description:
The patient was revised because of osteolysis, poly wear of the insert and loosening of the femoral and tibial components.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history record was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about reported device loosening or polyethylene wear without the devices to examine. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.